Event description:
It was reported that the user reported 3 cases of thrombosis during a three week period while using the 3 lumen 5.5fr catheter. The three patients were pts with congenital heart disease and all three were ventilated at the time of the thrombosis. Two patients had cardiac surgery deferred and one patient remains ventilated. It is suspected that the cause of the thrombosis could be that the catheters used were too large for the vessels.